Event description:
Customer's wife provided the details of a hospitalization due to low blood glucose. Caller stated that husband is in rehab now and has been hospitalized five times due to low blood glucose. The paramedics were called to treat a low blood glucose of 30 mg/dl. Customer was taken to hospital, treated and released. Caller feels that customer is getting too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.